Event description:
Our rep is reporting the following to us: when surgeon inserted cannula in the shoulder, piece of plastic fell into the cannula. Surgeon removed the plastic, used another cannula to complete the procedure. No patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.